Manufacturer narrative:
The original report stated that the device was used for a period of 3 days for ECMO support of the pt. The device was received on 1/24/97 for complaint evaluation. Visual examination noted the formation of thrombus around the rotator and shaft of the device. Blood residue was also noted to enter the bearing cartridge area accelerating the wear of the inner parts. The type of damage observed during the investigation is indicative of use beyond the labeled claim of the device.

Event description:
Following three days of ECMO support, the clinician noted noise from the device and changed it out. No pt injury was reported. ECMO support is an off-labeled use of the device. Co's labeling for the device indicates that the bio-pump should be changed at least every 48 hrs.